Manufacturer narrative:
Masahiro morishita, takaaki yamazaki, hiroshi moriwaki, makoto senoo, mikio nishiya (december 06, 2024). Hypotension and bradycardia after brachiocephalic artery stenting: a case report, department of neurosurgery, hakodate neurosurgical hospital, hokkaido. Cureus 16(12): e75249. Doi 10.7759/cureus.75249. B1: date of event: estimated. Detailed product information, date of event, and date of implant were not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via literature review that hypotension and bradycardia occurred, requiring intervention. This express biliary ld unmounted stent system was selected for use for a patient with severe brachiocephalic artery stenosis with cerebral hypoperfusion and subclavian steal syndrome. During the procedure, a non-boston scientific guiding sheath was guided to the brachiocephalic artery. Prophylactic atropine was used to reduce the risk of hemodynamic instability, and then two 8 x 37 mm balloon-expandable express ld stents were placed in the brachiocephalic artery. Postprocedural angiography showed sufficient dilatation of the brachiocephalic artery. The patient was hemodynamically stable during the procedure; however, developed dizziness with a sustained low systolic blood pressure less than 90 mm hg, and a low pulse rate of less than 50 beats/minute, two hours after the procedure. Subsequently, intravenous atropine and dopamine drip were administered. This hemodynamic instability resolved in approximately 12 hours and did not recur. The patient experienced no complications associated with this hemodynamic instability. Cerebral hypoperfusion on computed tomography perfusion imaging and the brachial systolic blood pressure difference improved to less than 10 mmhg after the procedure. The patient was followed for 12 months and no recurrent stroke on magnetic resonance imaging was observed.